Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic rectosigmoidectomy, during the first firing, the device locked and the staple line was incomplete distally. Another device from another manufacturer was used to complete the case. There was no patient injury.